Manufacturer narrative:
Device is currently under evaluation into root cause.

Manufacturer narrative:
Device evaluation: the customer reported the burr on large distal end of the shunt was confirmed. The balloons on blue side was inflated and remained inflation without any leakage. Balloons also deflated without any problem. A root cause could not be determined no corrective action required. A manufacturing device was not confirmed. A review of manufacturing records showed no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
As reported by the customer, the "balloon on "blue side" does not come down properly. Distal end has burr on shunt" no patient injury was reported.